Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(4) 2018. The patient indicated that the circumstances that led to their inability to increase stimulation and device not working was due to the batteries. The issue was resolved. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient could not increase stimulation today. Patient services (pss) tried to connect to her ins and patient reported ¿low programmer battery¿ screen. Pss suggested patient got new aaa alkaline batteries and called back if that did not resolve the issue. Patient could not troubleshoot due to lack of access to product. Patient did not have aaa alkaline batteries at this time but would get some and called back if it didn¿t resolve the issue. Additional information stated her device on her back was not working. No further complication and no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-oct-15. The patient indicated that the cause was their batteries. The issue has not yet been resolved. No further complications were reported/are anticipated.